Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. D6a: implant date unknown / not provided. E1: last name unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided. H6: additional h6- patient codes: 1690: abscess.

Event description:
It was reported that the implant at tooth site #5 was removed due to bone loss & infection. Patient having pain around implant. Removed implant and curetted site. Symptoms as a result of the event: abscess, pain.